Manufacturer narrative:
Corrected date : aware date corrected to 20 june 2024.

Manufacturer narrative:
H3: one device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed due to alarming with blank screen at power up. Visual evaluation found the device had tamper seal removed/broken, the case was cracked, and the right plunger case was cracked. Reported problem of device powering up alarming with blank screen was replicated. The cause was reprogramming from bottom interconnect board to main board was incomplete by customer. To correct problem, uploaded software from interconnect board to main board by performing power point process. The device software was updated to v1.6.5. The pump powered up with the wrong serial number (B)(6), which does not match paperwork or bottom case, and installed correct serial number (B)(6) into the pump. Also replaced damaged bottom case, cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Cleaned, greased, and calibrated the pump and it passed all functional and delivery tests.

Event description:
It was reported that when powered on the device gives an alarm. It was stated that the device does not power up. The issue was found during testing. There was no physical damage reported. There was no patient involvement.